Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the insulin pump started beeping, buzzing and insulin pump was not responding. Customer¿s blood glucose was 115 mg/dl at the time of incident. Customer stated that the insulin pump had pump error alarm. Insulin pump did not respond to remote bolus. Customer stated pump was not exposed to a high magnetic field. Insert battery alarm did not appear on pump screen. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. Device properly tested with displacement test and self test. No button error alarm noted upon testing. No pump error 68 noted during testing. Device was monitored on time advances properly, no frozen screen anomaly or time clock anomaly noted during testing.